Event description:
Procedure type: lap chole. Reportedly, after surgery completion, the surgeon confirmed a blue object in the surgical cavity. The piece was immediately retrieved. No patient injury was reported.